Event description:
It was reported to philips the device alarmed blower temp high. It is unknown if there was patient/user involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
This event was reported to have occurred during patient use. There was no harm to the patient. The customer spoke with a philips remote service engineer (rse). The customer verified the code 1122 was in the significant log. The rse recommended performing a pvt and replace the blower if needed. Following the evaluation of the device, the customer checked the air inlet and cooling fan filter, and both were clean. There was no trouble found when operating the device. The vent operated overnight and over the weekend at the original settings with a test lung and there was no trouble found. The customer raised some of the settings on the vent to increase the workload and allowed the vent to operate overnight and over the weekend with no issues found. A performance verification test was performed, and the device was placed back in service.